Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during a permanent trial lead insertion, the case was aborted due to inability to get lead into epidural space. A dura tear occurred. A blood patch procedure was performed to address the issue.